Event description:
It was reported that the patient presented remotely for a follow-up in clinic. It was noted that the implantable cardiac monitor exhibited noise oversensing. Programming changes were made. The patient was stable.